Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an implantable neurostimulator (ins) implanted in their left hip. The patient had lost their remote. They had also lost their stimulation and the reason they knew is when they went &#50447; security it doesn&#38176;go&#56224; the patient was looking for a doctor to help with their device. The patient was implanted for radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.